Manufacturer narrative:
The MDR had a date in the date of death of death field there was no death associated with this event. H6: investigation summary: one sealed unit package containing a 242ga bd nexiva single port device has been returned. The IV device is with all components present and intact. The package is missing the print on the top web (label). The reported issue was confirmed. Our engineer has determined that the most likely root cause for this event is related to the splicing of one roll of packaging backing to the next. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that nexiva 24 ga x .75 in single port was missing label information. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported the package does not have anything written on package label. Verbatim: per customer's response 4/21/2021: what is the date of event? I found this yesterday (B)(6) 2021. How many items had the same issue? 1.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that nexiva 24 ga x .75 in single port was missing label information. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported the package does not have anything written on package label. Verbatim: per customer's response (B)(6) 2021: what is the date of event ¿ I found this yesterday (B)(6) 2021. How many items had the same issue? 1.